Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had clostridium difficile (c. Diff), and the patient's potassium level was not normal. It was noted this affected the patient's thresholds. This pacemaker remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was in the hospital for reasons unrelated to the device system, and right ventricular (rv) loss of capture was detected during telemetry. The duration of loss of capture remains unknown. When device data was reviewed, it was noted an alert was received for rv automatic threshold detected as greater than programmed amplitude or suspended. Technical services also discussed the trend data shows an increase in rv pacing impedances (still in range), and an increase in threshold measurements. Technical services recommended further lead evaluation. No further information was provided. At this time, this pacemaker remains in service and there were no adverse patient effects reported.